Manufacturer narrative:
The pump was returned to animas and the keypad appeared to be intact with no lifting or peeling. The "down" keypad button required excessive force to activate during testing. The "up" keypad button did not always spring back. The keypad was removed and all of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the down arrow was sticking and would not spring back on the keypad. The reporter denies exposure to water.